Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient showed up for an MRI last night but didn¿t have their controller or ID card. The hcp reported that the patient indicated that the ins ¿doesn¿t work¿ but the hcp didn¿t know what the actual issue was. The hcp indicated that the controller didn¿t work because the ins wasn¿t working. No further complications were reported.